Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2011 and mesh was used. The patient developed complications and the surgeon decided to reoperate on (B)(6) 2011. During the reoperation, the physician noted that there was a hole in the center of the mesh and there was bowel trapped in the hole in the mesh. The mesh was removed and another type of mesh was implanted.

Manufacturer narrative:
(B)(4). Results: no actual device was returned for evaluation. A photo of the explanted mesh was examined. The cause for the circular hole shown on the picture of the explanted mesh could not be verified. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.